Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the battery met all requirements for release. Failure analysis of the returned device revealed that one of the led indicators was not responding when the gas gauge button was pressed. Supplemental testing revealed contamination on the connectors between the gas gauge and printed circuit board (pcb). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to contamination of the pins on the connection between the printed circuit board and gas gauge display. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacture because the battery capacity display was defected. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.